Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the actual device was evaluated on site by a qualified technician. It was observed that the ultrafiltration unit was faulty and the patient measured their weight and found that dehydration was more. The reported condition was verified. To resolve the issue, the qualified technician replaced the ultrafiltration unit and then self check and disinfection were normal. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Unique identifier (UDI) # was reported as ((B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after treatment with an ak 98 machine, the treatment was associated with excessive ultrafiltration, specified as ¿the dehydration was inexact after treatment¿. It was reported that after treatment the patient measured their weight and found that ¿dehydration was more¿. There was no patient injury or medical intervention associated with this event. No additional information is available.